Event description:
The account stated that the brakes are engaged but the caster wheels are still turning.

Manufacturer narrative:
The technician found the brake was out of adjustment. He adjusted the brake to repair the bed.